Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system speaker has audio. The fse checked to see if the internal speaker of the screen were selected over the philips speaker that was plugged into the piic ix pc box. The fse stated that disabling the internal speaker of the screen fixed the audio issue. The philips field service engineer (fse) confirmed the customers device and by disabling the internal speaker of the screen, the audio issue was resolved.

Event description:
Philips received a complaint on the piic ix system indicating the system speaker has no sound. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.